Event description:
This event involved a female who was having a vagal nerve stimulator placed. As the surgeon tried to place the lead, the lead broke. All the pieces were retrieved and there was no injury to the pt.